Event description:
The customer reported that there was insulin coming from her leaking reservoir. The customer stated that the insulin pump was exposed to fluid. Troubleshooting was done. Customer's blood glucose was 322 mg/dl. Customer stated treated with manual injection. The customer stated that the leak was occurring form the s=reservoir barrel or o-rings. Assisted the customer to perform self test and there were no alarms. The customer had high blood glucose from using expired reservoir. Advised the customer to start with new set and reservoir to ensure that the tubing connector and reservoir top are dry. Advised the customer to monitor the insulin pump.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).